Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in an unknown procedure performed on (B)(6) 2023. During the procedure, when the clip was passed down through the scope, the clip would not open. The clip then deployed in the lumen. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch# is (B)(4). Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed in an unknown anatomy location.